Manufacturer narrative:
Concomitant medical product: 6949 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead pacing impedance was greater than 3000 ohms and the trend showed this had persisted for several months. Follow-up with the physician's office was attempted, however no information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that atrial capture threshold appears to be steadily increasing.